Event description:
Complainant alleged that during a routine shift check by a clinician, the device pacer rate was not adjustable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated, and attributed to faulty switch on the control board. No trend is associated with reports of this type.